Manufacturer narrative:
Follow-up #1: date of submission 13-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: the pump's black box showed no evidence of short battery life. The battery compartment was found to be cracked. There was a call service 128 alarm when the pump was powered on. The pump's electrical currents could not be read due to the alarm. Moisture corrosion was found on the internal components of the pump. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.